Event description:
A customer reported non repeatable false positive results for 4 pt samples with the vitros troponin I assay. The results were not reported to the floor. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of pt harm as a result of this event.